Event description:
An elevated advia centaur cp troponin ultra result was obtained for a patient sample. This was a third sample (sid (B)(6)) from a serial draw. The results from the two previous draws (sid (B)(6)) were lower. The results from the third sample were reported initially to the nurse but were pulled back due to sample issue. The patient sample exceeded the four hour stability limit. Patient treatment was not affected. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The customer performed a five patient correlation study. The initial results were compared to the repeat results. The study showed good correlation. A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse completed a decontamination, replaced wash block, checked the wash station, and cleaned the luminometer. The instrument is operational. The cause for the discordant troponin ultra results is possible sample issue. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."